Event description:
The customer reported the ventilator will not operate on battery power. The customer reported there was patient involvement with no harm to the patient.

Manufacturer narrative:
Event date: (B)(6) 2015. Receiving by MFR date: 12/09/2015. Conclusion / root cause: the power supply was tested and no failures were identified. This report is being submitted as part of the remediation for CAPA (B)(4).

Manufacturer narrative:
Pr#: (B)(4). Patient information was requested and the customer stated the patient information is not available.